Event description:
The customer reported the images on the left monitor intermittently disappear and reappear. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. The system operates as intended.